Event description:
It was reported by a company representative that he became aware of high lead impedance. The company representative indicated that the pt was set for an MRI and the device was programmed to 0 ma. Interrogation after the MRI indicated that the device was at high impedance. The pt was programmed to 0 ma due to high lead impedance and referred for x-ray and replacement surgery. No diagnostics were available prior to MRI procedure and physician was told to perform diagnostics prior to MRI. Additional info was received from the area representative indicating that it was unk if pt manipulation or trauma contributed to the reported high lead impedance. No lead info was available. X-rays were sent and reviewed by the manufacturer. The generator was partially visualized in the left upper chest, with its front part facing the front side of the abdomen. The filter feed-through wires appeared to be intact. The lead connector pins appeared to be fully inserted into the generator connector block. The lead wires at the connector pin appeared to be intact. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or lead breaks were observed in the assessed portions of the lead. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.